Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. They attempted to close the device, the distal end stuck and would not close, it made a grinding noise and then it would not fire. Another device was used to complete the case. Used 10mm device, there were no more 5mm devices in the account. There was no adverse consequence to the patient.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 317 mg/dl and 85 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported subsequently experiencing diaphoresis. No third-party emergent intervention was reported. Customer self-treated with apple juice. There was no report of death or permanent injury associated with this event.